Event description:
It was reported that upon opening the package, I discovered the tip of the micro-catheter was split. I opened a new set for use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed but the root cause could not be determined. One photograph of a microez microintroducer was returned for evaluation. Inspection of the photograph found that the distal tip of the sheath was plastically deformed with one longitudinally aligned tear visible. The features of the damage suggested that the sheath may have been damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle; however, without further inspection of a physical sample this could not be conclusively determined. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.